Manufacturer narrative:
Correction: manufacturer report 2938836-2017-32648, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that during a follow-up in clinic, output issue was observed. Low high voltage lead impedance was also noted on the right ventricular lead. The lead and ICD were explanted and replaced. Patient was in stable condition before, during and after the procedure.